Event description:
The customer had posted results on the american (B)(6) web site regarding inconsistent results for thyroid stimulating hormone (tsh) for one patient whose samples were assayed with access hypersensitive htsh reagent. The patient did not contact beckman coulter, inc. (Bci) directly. Bci followed up with the customer after the results posted on (B)(6)'s web site were discovered. The patient results were reported out of the laboratory. It is unknown if there was any impact to patient treatment as a result of this event. The customer posted tsh results for the same patient drawn five days apart. On the first draw, the patient's tsh result recovered above the laboratory's normal reference range. On the second draw five days later, the patient's tsh result recovered within the laboratory's normal reference range. Bci followed up with the customer. The customer reported that he was made aware of this event about a month after it occurred and that further investigation now would not be beneficial. The customer reported that he does not believe the results from this event represent a trend (otherwise, he would have initiated contact with bci). No specific information was provided regarding which analyzer was used to generate the tsh results. A definitive root cause has not been determined for this event.

Manufacturer narrative:
Result: erroneous data generated. Conclusion: a definitive root cause has not been determined.